Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin was squirting out during priming. Customer's mother was able to prime after the third try but heard a loud sound coming from insulin pump and decided to discontinue insulin pump therapy. Customer's blood glucose was 55 mg/dl. Customer's mother declined troubleshooting as she requested for insulin pump to be replaced. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump received with cracked case at display window corner, reservoir tube lip and minor scratched display window.